Manufacturer narrative:
Additional information was received on 6/10/2016 that the malfunction alarm occurred again and the pump stopped all insulin delivery. The customer's blood glucose level was 223 (mg/dl). The customer delivered a bolus via the pump. It was indicated that the customer would continue to use the pump until the replacement pump was received. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (300 mg/dl). The customer delivered a manual injection. It was confirmed that the malfunction alarm was cleared and insulin delivery was able to be resumed.